Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The field service engineer (fse) ran est several times and could not reproduce issue. The fse adjusted the prv valve and ran preventative maintenance (pm). Unit ready for clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer requested support for failed o2 delivery, pressure relief valve (prv), heated filter tests of extended self-test (est). The unit was not in clinical use at the time, no patient user involvement or patient harm reported.